Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report a low blood glucose level of 46 mg/dl. The customer declined to troubleshoot. No further assistance was required and no further details were provided.